Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd angiocath¿ autoguard¿ shielded IV catheter there was an issue with the needle through the catheter. It was stated by the customer there was ¿leakage of saline solution at puncture ostium. When withdrawing peripheral catheter, observed rupture of the silicone.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Additional information-investigation summary: bd received 2 samples; 1 sample open and unused, and 1 sample open / used of product angiocath 22g x 1.00in; catalog: 388335; lot: 3119129. After visual analysis of the product, it can be observed that for sample 1 the adapter was properly attached to the syringe and the catheter had blood in it. The visual analysis of sample 2 showed no evidence of the defect reported in this claim. DHR/ qn/ ncmr review: assembly batch 3079405 produced in 04/01/2013 to 04/30/2013 and the batch 3114265 produced in 04/30/2013 to 30/05/2013 were used in the claimed final product batch 3119129 of angiocath 22g x 1.00in. Were checked for presence of "transfixed catheter " and "damaged product" and were no records of these defect were found. Qn/ ncmr review: there are no quality notification (qn) or non-conformity material report records of needle through catheter for the lots involved in this complaint. Bd was unable to confirm or reproduce the incidents claimed. Investigation comments: according to the analysis of sample 1 returned from the client, the same was already used, all indications are that the catheter may have been transfixed in the venous drive procedure because if the defect "transfixed catheter" occurring from the manufacturing process is easy to preview before use and does not allow the procedure to be performed. With respect to sample 2, the transfixed catheter defect was not verified after detailed visual analysis of the sample. Therefore without any records in the lot history and non-conformities and according to analysis of the samples returned by the client it was not possible to confirm the complaint. Based on the investigations the exact root cause of this complaint could not be determined for this incident. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.